Event description:
It was reported that the right ventricular lead had low impedance. It was noted that the superior vena cava (svc) impedance could not be measured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the distal conductor was distorted and there was blood/body fluid on it (not obstructed). The defibrillation conductor was distorted and fractured due to overstress. The outer tubing was kinked/buckled and had environmental stress cracking breach/breach (non-electrical). The outer tubing overlay was melted, had cosmetic environmental stress cracking and was breached cut. There was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism. Visual analysis noted apparent explant damage.